Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The end of the camber tube has come off. The inner part of the wheel has fallen out of the the wheel.